Event description:
On (B)(6) 2025, the patient presented with an infection near the burr hole cover for the right insula depth lead. On (B)(6) 2025, the lead and burr hole cover were explanted. Treatment included oral clindamycin and IV vancomycin to treat the superficial incisional infection and dehiscence. Cultures were performed.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.